Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) appeared to be under x-ray but as the physician pulled back the tension line never came down and the device came right out of the patient with a deflated balloon. The balloon was noticed to be leaking at the distal end of the balloon shaft after removal. Manual compression was held for 30 mins. There was no reported patient injury and recovered after the event .the balloon did not lose pressure during prep or at the first stop. However, it was noticed the balloon lost pressure upon removing the device from the body when trying to pull back to obtain tension on the line for the tension indicator. The physician properly prepped the device according to instructions for use, inserted into sheath, inflated balloon, and then pulled back with no issues under fluoroscopy. The physician was in training for the mynx control. The device was used in a interventional procedure. A 6f non cordis sheath was used during the procedure. The site was above the bifurcation but below the lowest point of the inferior epigastric artery (iea).there was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage at the distal end of the non cordis sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel had no tortuosity. The vessel type was arterial . The sheath was not kinked /bent upon removal . The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2208701 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) the balloon lost pressure upon removing the device from the body when trying to pull back to obtain tension on the line from the tension indicator. The device came right out of the patient with a deflated balloon. The balloon was noticed to be leaking at the distal end of the balloon shaft after removal. Manual compression was held for 30 mins. There was no reported patient injury and recovered after the event. The balloon did not lose pressure during prep or at the first stop. The physician properly prepped the device according to instructions for use. Inserted into sheath, inflated balloon, and then pulled back with no issues under fluoroscopy. The physician was in training for the use of the mynx control . The device was used in a interventional procedure. A 6f non cordis sheath was used during the procedure. The site was above the bifurcation but below the lowest point of the inferior epigastric artery (iea).there was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage at the distal end of the non-cordis sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel had no tortuosity. The vessel type was arterial. The sheath was not kinked /bent upon removal. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device was revealed. A product history record (phr) review of lot f2208701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.